Event description:
A break in the dome during traction removal. The indwell time was 109 days. The dome portion was removed immediately.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.